Manufacturer narrative:
Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibial tray collapsed into varus was revised to address instability and loosening of the tibial component at bone to cement interface. Cement manufacturer was unknown. Doi: unk, dor: (B)(6) 2018, right knee.